Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was broken (plunger lever was cracked in half), the battery door was cracked, the top case was cracked by the right front corner, and the bottom case was cracked by the l bracket screws. A review of the event history log identified force sensor test error in the history. During functional testing the force sensor test error was found at power up and failed force sensor reading. The root cause of the issue was a result of the customer's impact to the device. Replaced right plunger case. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a system failure force sensor test. No patient injury was reported.